Event description:
Nurse (B)(6) informed sales rep mrs (B)(6) that some black liquid comes out of the item.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.